Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a low ma error and washed out images. The field engineer noted an intermittent overload fault error. The overload fault error may cause the system to shut down. There is no report of injury or death associated with this event described in this complaint.